Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. The unit was evaluated locally. The symptom could not be recreated. The unit passed all performance testing and is back in use at the customer site. As of 9/22/2010, there have been no further issues reported with this unit regarding this reported issue. We cannot determine the cause of the malfunction reported by the customer, as it could not be reproduced.